Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12i15047 and h12j30060. No exceptions were observed that were related to the reported condition.

Event description:
Same patient as (B)(4). This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. The patient started unspecified antibiotics for the peritonitis. The patient was discharged from the hospital but was still on antibiotics. Dianeal and extraneal therapies were ongoing. The cause and outcome of this peritonitis event are unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.